Event description:
It was reported that the patient experienced shocking/jolting after a fall. The patient fell backwards on her back. The shocking started at the stimulator and radiated up her back and down her leg. The shocking stopped when the stimulator was turned off, but was continuous when the stimulation was turned on. The patient was still getting benefit when the device was on. Impedance measurements were around 1000 ohms on all pairs. An x-ray showed the lead had moved somewhat from the original placement. The patient had the device removed and replaced. The patient was doing well, with normal sensation, and desired efficacy.

Manufacturer narrative:
Lead model 3889-28, lot# v304388, implanted: 2009 (B)(6), explanted: unk. Programmer model 3037, serial# (B)(4). (B)(4).